Manufacturer narrative:
Philips service replaced the fd controller and restored the device to normal. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that an fd controller failure caused inability to expose on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.